Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the first instrument found no abnormalities. Functionally, the instrument was loaded with a device. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual and functional evaluation of the second instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical resection of colon cancer, while on the rectal tissue, the device was unable to be fired, handle could not be squeezed. There was poor staple formation and the staple line was incomplete. To resolve the problem, the physician hand sewn the staple line. A new device was used in order to complete the case. No harm was caused to the patient.